Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to full functional testing and power cycling with no discrepancies found. The device was recertified and returned to the customer. However, review of the device activity logs indicated that a shutdown event was the result of a low battery voltage condition. No evidence of device failure was found in the logs and consistent with a depleted battery. Investigation closed as device worked as designed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device inappropriately shut down and would not power up. Complainant indicated that the clinician plugged in the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.